Event description:
The device was connected to a pt using kimberly clark multifunction therapy electrodes. The device was being used for routine ECG monitoring. The device operator complained that the monitor intermittently displayed the pt's ECG as a dashed line. The reporter indicated there were no adverse affects to the pt as a result of device use.